Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that there was no evidence found of device contamination prior to or during the patient's implant procedure. It was noted that an ablation was planned if the infection did not respond to antibiotics. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a fever, as well as signs of infection on the location of the implanted neurostimulator (ins). The patient was ambulatory and came home after the implant. The bandages were made but we don't know about the asepsis. We also don't know about the hygiene of the patient. The surgeon questions the sterilization of the ins. Bacterial sampling was done, and a patient follow-up. Antibiotics were given, the ins was still in the patient. But they are carefully followed-up and maybe an ablation will be planned if there is no improvement. The issue has not resolved.

Manufacturer narrative:
G2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.